Event description:
The facility reported an infusion pump with a failure code 810:11. It is not known if the failure occurred while infusing. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming were not provided.